Event description:
On february 22, 1999, the pt reported through medwatch to the FDA an adverse event described as follows: "I had an anaphylactic allergic reaction to gloves at work. I am an rn. This was later diagnosed as type I latex allergy. I have been removed from pt care in order to keep me from further reaction. I may be required to leave my hosp altogether." The info was forwarded to safeskin for receipt on april 7, 1999.